Event description:
Healthcare professional reported right side "material of a fibrous capsule of a mammal implant, represented by hyalinized fibrous tissue with areas of eosinophilia and a type of fibrinoid necrosis, presence of optically voids of irregular shape, scattered giant multinucleate cells of the ¿foreign body¿ type, focal lymphoplasmic innervation filtrates, abundant foamy macrophages, peripheral skeletal muscle." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Visual evaluation: device photograph(s) for the device related to the reported event of granuloma was reviewed on february 07, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ granuloma: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Reason for reoperation: granuloma.